Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole on the pebax surface. In the initial report, no was incorrectly selected in d10 device available for evaluation section. The device was available for evaluation. D10 device available for evaluation section has been updated with yes. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole on the pebax surface. Initially, it was reported that during an ablation procedure the catheter would not deflect as specified. A second catheter was used to complete the operation. No adverse patient consequences were reported. The observed deflection issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 6/26/2019, the bwi pal received the device for evaluation. Upon initial inspection, a bent distal tip was observed. During a second visual inspection on 7/10/2019, a bent distal tip and a damaged pebax with reddish material inside was observed. The initial and secondary findings of a bent tip and reddish material inside the damaged pebax has been assessed as not MDR reportable, as the device integrity was maintained. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Further testing was then performed. On (B)(6) 2019, the bwi pal performed scanning electron microscope testing and observed evidence of mechanical damage and a hole on the pebax surface. The observed hole on the pebax has been assessed as MDR reportable. The awareness date has been reset to 7/12/2019.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole on the pebax surface. The investigational analysis completed (B)(6)2019. The device was inspected and the distal tip was observed bent. During the second visual inspection, a damaged pebax was observed with reddish material inside, and a bent distal tip. Deflection testing was performed and it was found within specifications. The catheter was deflecting correctly. Additionally, scanning electron microscope (sem) testing was performed on the damaged area. The results showed evidence of mechanical damage, and a hole on the pebax surface. The object that caused the damage is unknown. No other anomalies were observed. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax and the bent tip cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. I could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: pc-000471086.